Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege patient suffered bilateral hip pain and discomfort, which negatively affected his ability to walk, move, sleep, and his ability to perform his job. It is further alleged he also ambulates with a limp as a result of his symptoms and was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the patient had an asr implanted. Revised cup to a zb cup with poly liner and a ceramic head. Depuy rep was not available to cover case. Doi: (B)(6) 2008. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.